Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal to middle right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.